Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on several occasions, the aiming arm failed to direct drill bits through the holes in the nail. This has resulted in drill bits making contact with the nail or sliding anteriorly or posteriorly to the nail. The patient was unaffected and is fine. The op was prolonged due to these issues between 15-20 minutes. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown drill guide. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.